Manufacturer narrative:
Updated section h6-type of investigation, findings, and conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve increased gradients was confirmed based on the medical record. Available information suggests procedural factors (under-expanded valve) likely contributed to the event as it was noted in the complaint description. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a 23mm sapien 3 ultra valve in aortic position was explanted after 8 months due to stenosis. The valve was previously placed in a failing 23mm magna surgical valve. The surgical valve was a relatively small valve, and the sapien 3 ultra valve was constrained when deployed. The inner diameter of the surgical valve was small, and the sapien 3 ultra valve was not fully expanded. The patient underwent an open surgical aortic valve replacement procedure. Per medical records, the patient presented with recurrent high gradients (38mm per langston catheter and 34mmhg by tee) with dyspnea and fatigue. Under general anesthesia, the patient had a balloon aortic valvuloplasty (bav) using a 24mm true balloon with the true balloon rupture at 22atm. Transesophageal echocardiogram showed severe aortic regurgitation. The patient was hypotensive and required mediations. A 26mm non-edwards valve was prepped and 80% deployed. There was resolution of aortic insufficiency, but no return of blood pressure. CPR was initiated. Operators decided to "recapture" the non-edwards valve due to possible left main (lm) coronary artery occlusion. The valve was recaptured and removed from the annulus and an angiogram showed patent rca and no lm blood flow. The lm was suspected to have closed during bav. The decision was to put the patient on heart-lung bypass. The patient underwent cardiopulmonary bypass, re-do median sternotomy, and explant of the sapien 3 ultra valve and surgical aortic valve. The patient underwent implant of a 23mm inspiris resilia valve. The patient was transferred intubated and in critical condition post-surgery.